Event description:
ECG gating placed on pt's back according to manual. Placed separately with a pillow case between the pt and cable and ran it down the middle of the table. Rptr was on the third scan of the first series when the pt told rptr it was stinging her back. Rptr removed device and had a doctor examine pt.